Event description:
Boston scientific received information that this device and right ventricular (rv) lead system was exhibiting electrogram noise associated with oversensing, pacing inhibition (less than 2.0 seconds), and low pacing impedance (less than 200 ohms). Pocket manipulation did reproduce clinical observations. The physician elected to increase patient follow-up and will continue to monitor the performance of this patient's device and lead system.

Event description:
Boston scientific received information from the local representative that in (B)(6) 2015, during patient isometrics, electrogram noise associated with oversensing was identified. There was no pacing inhibition and no patient adeverse effects. The device was reprogrammed to aair mode.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.